Event description:
It was reported that during routine follow-up the right ventricular (rv) lead showed low impedance levels. The patient was monitored and approximately one month later the lead showed low impedance levels and "pacing failure." The lead was capped and replaced. It was reported that during the implant of the replacement lead the physician had difficulties positioning the new right ventricular (rv) lead. A post-op check revealed increased thresholds on the right ventricular (rv) lead. A check the following day showed the thresholds had continued to increase. Three days post-op during a reintervention it was discovered that "blood was mixed in the lead body" and the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: model: addrs1, implantable pulse generator (ipg); implant: (B)(6) 2013. Model: 5554-45, right atrial (ra) implantable pacing lead; implant: (B)(6) 2009. (B)(4).